Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for adnominal pain and was diagnosed with peritonitis while hospitalized. The patient was treated with vancomycin for peritonitis. The patient was discharged from the hospital 11 days after admission. The same day the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.